Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update received 4/16/2014. The sales rep has reported the revision surgery. Patient was revised to address pain and elevated ion levels. This complaint was updated on: 05/16/2014. Update rec¿d 06/24/2014- patient's medical records were received. Records indicate the patient was revised to address a leg length discrepancy as well. There is no new information that would change the existing MDR decision. The complaint was updated on: jul 18, 2014. Update received 9/8/2014. Medical records were reviewed. It was found that the cup was a bit vertical. The acetabular cup is now being reported. Complaint was updated on 9/16/2014.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution for the depuy stem. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update received 4/16/14. The sales rep has reported the revision surgery. Patient was revised to address pain and elevated ion levels. This complaint was updated on: 05/16/14. Update rec¿d 06/24/2014- patient's medical records were received. Records indicate the patient was revised to address a leg length discrepancy as well. There is no new information that would change the existing MDR decision. The complaint was updated on: jul 18, 2014. Update received 9/8/14. Medical records were reviewed. It was found that the cup was a bit vertical. The acetabular cup is now being reported. Complaint was updated on 9/16/14. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records and x-ray(s) were obtained and reviewed by a medical professional. With the information provided, it cannot be determined that the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 6/3/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, swelling, leg length discrepancy, increased metal ions (no labs), and malpositioned cup. The stem is now being added to the complaint.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metallosis.